Event description:
During an atrial fibrillation procedure, the advisor vl catheter was advanced into the cordage of the mitral valve. After manipulation attempts, it was not possible to remove the catheter. The patient was transferred to another hospital for surgical removal of the device by cardiac microsurgery without any damage and the patient is stable. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported removal difficulty could not be conclusively determined.